Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure occurred. Data was evaluated and the allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause for the early sensor expiration could not be determined. The reported issue of a sensor failure is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.